Event description:
User facility reports a posterior capsule rupture with vitreous loss.

Manufacturer narrative:
Info received from the user facility reports the lens was nto the cause ofthe vitreous loss. This event was discovered after the lens was already opened but a different lens had to be used due to the situation. The returned lens was observed to have both haptics broken off. The user facility reported that the haptic broke during rotation. There was no evidence to suggest the lens was defective. Currently, there is no explantation as to why there is a discrepancy between the add'l info received regarding the incident and the info received with the returned lens. An explantation has been sought from the user facility.